Event description:
It was reported that the right ventricular lead exhibited loss of sensing and noise. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 12.2 cm from the connector pin and the proximal coil was exposed in this area. The lead damage is consistent with that caused by friction to the pacemaker can. The reported loss of sensing and noise could occur when the exposed metal wires of the proximal coil came into contact with the pacemaker can.